Event description:
It was reported the ta4 wheelchair spokes rub against the frame when in use.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-07208 indicating the manufacturer as invacare taylor street. The correct manufacturer is invacare top end. Section d3 has been corrected. The reported FDA registration number was 1525712 for invacare-elyria. The correct registration number for invacare top end is 1056571.